Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that hypotube was broken 215mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent outer diameter (od) was measured and was within the max crimped stent profile. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and could not be implanted. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.